Manufacturer narrative:
Follow-up #1: date of submission 11/25/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2013 with the following findings: the display was faded and pink. Removed displayed and placed new good display in and the new display contrast returned to normal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas, alleging that the display screen was difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.